Manufacturer narrative:
Failure analysis for fiber s-llf200tg / s-200-527a: the fiber was returned in 2 pieces; the distal end of the glass fiber exhibits signs of usage and fracture; the fiber is broken within the fiber blue outer sheath at the connector side, and detached at 11 feet and 9 inches from distal tip near connector; the length of second piece including the connector is 5 inches; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the connector appears in good condition; the outer jacket appears stretched, charred, and melted at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fiber during a procedure, no more "red dot" (aiming beam) was observed at the fiber tip. A new fiber was opened and the procedure was completed. There was no patient injury reported